Event description:
It was reported that the battery prematurely depleted. This was confirmed through a longevity calculation. The patient's status was listed as no injury and no adverse event. Hospitalization and surgical intervention occurred. The device was replaced with a new device. The patient experienced pain as a symptom. Less than 50% therapy relief was also reported. It was noted that the patient's dystonic symptoms returned when the stimulation stopped. Follow up information was requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient was doing "fine". There was only a replacement of the implantable neurostimulator (ins).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final analysis of the implantable neurostimulator revealed the following: the data gathered during the review of the manufacturing data, visual and dimensional inspection, and electrical testing did not show any abnormal results. No evidence of an internal mechanism for premature depletion was found during destructive analysis.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.